Event description:
It was reported that during an unknown procedure, there was difficulties to open the device. After stapling without a problem, the device wouldn't reopen by activating the opening button. The stapler was stuck on the tissues. The physician could finally reopen the jaws with difficulty thanks to another tool (without any detail). There were no damages of the tissues. A second similar stapler was used successfully. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Closure link and yoke interface. The (B)(4) device was received for analysis with no visual non-conformances and with no cartridge reload present. After further analysis on the device, it was noted to have the clamping mechanism damaged. The device was tested for functionality with a test cartridge. Squeezing the closing trigger toward the handle closed the jaws of the devices and an audible click indicated that it locked in place. It was observed at this point that the closing trigger locked completely against the handle with no gap. The device was fired by squeezing the firing trigger achieving 3 complete strokes without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The anvil release button was pressed to separate the device jaws and allow both triggers to return to their original position; however, this only occurred when applying reverse force to the firing trigger and pressing the anvil release button simultaneously. The device was disassembled to visually verify the condition of the internal components and a tighter fit between the closure link and the yoke was observed. A batch record review was performed and no anomalies were found during the manufacturing process.